Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. Depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot : device history reviewed: 2 unrelated non conformances on this batch. Micro and sterility tests passed. Complaints database searched: a complaint database search on the provided lot number found 3 additional reports; 2 related to implant loosening and 1 unrelated. Total for lot number: 3 (B)(4). Complaints received by cmw in the last 12 months for this issue ¿ by product code: 116 , by product family: 182 (63x smartset ghv, 119x smartset gmv).

Manufacturer narrative:
(B)(4). Initial reporter occupation: lawyer. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Medical records ad 25 nov 2020 was reviewed. On (B)(6) 2016, the patient had a left knee arthroplasty to address severe degenerative joint disease. Depuy components including depuy patella and depuy cement. On (B)(6) 2020, the patient had a revision left total knee arthroplasty, femoral and tibial implants, to address failed left total knee, instability, and aseptic loosening. During the procedure the surgeon observed diffuse hypertrophic synovitis. There was gross loosening of the femoral component and tibial tray component at the bone to cement interface for both. The patella was left in-situ. Competitor components were implanted. Doi: (B)(6) 2016. Dor: (B)(6) 2020 (left knee).